Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Customer reported that the up and down button was stuck. The scroll was not moving with input. Customer reported buttons were not responding. No harm requiring medical intervention was reported. The insulin will be returned for analysis.

Manufacturer narrative:
After battery installation, the enter and down keypad buttons were not working. After peeling away the keypad layer consisting of the dome switches and putting this layer back on again, both keypad buttons worked. Unable to perform displacement, and self tests due to the keypad anomaly.